Event description:
Patient has very calcified arteries. The diameter of the left common iliac artery measured 7.8mm and the diameter of the right common iliac artery measured 7.5mm. Serial dilation of the vessels was necessary in order to introduce the delivery system. Ballooned area on both sides for access. On the right side a small stenosis was located below the aortic bifurcation in the right common iliac artery and area was ballooned. Main body graft was inserted slowly and advanced. The contralateral limb was cannulated without any noted complication, and the main body graft was deployed. Patient had begun to complain about left groin pain. After devices were placed, post angiogram did not reveal the presence of any endoleaks, but noted bilateral dissection of both common iliac arteries. Another MFR's stent was placed in the right common iliac artery to repair the damage. A balloon was used in the left common iliac artery to tamponade the dissection and to keep the blood flow from leaking into the tissue while the left side was surgically repaired. The repair included placing another MFR's graft at the site due to the dissected area extending into the external iliac artery. Procedure was concluded and patient is doing well. Please refer to 1820334-2004-00148 for additional info.